Event description:
A customer reported that the probe cut during a vitreo-retinal procedure, but did not suck. The product was replaced to proceed with the case. There was no harm to the pt. No further info was available for this case.

Manufacturer narrative:
One sample was returned for "did not suck." The sample was visually inspected using 25x magnification and found to be conforming. Actuation and aspiration testing were performed and found to be conforming. Cut testing was performed and found to be nonconforming. The probe was disassembled and the components inspected. There is 90-120 minutes of wear on the inner cutter when compared to the cutter wear visual standards. There is severe gouging on the cutting edge of the inner cutter. The device history record (DHR) for the lot was reviewed. No abnormalities that could have contributed to the customer complaint issue were found during the DHR review and the product was released according to the MFR's acceptance criteria. The root cause for the did not suck issue is unk. Aspiration testing was found to be conforming. The root cause for the cut nonconformance is the severe gouging on the inner cutter cutting edge. The vitrectomy portion of the procedure is typically less than 20 minutes and the vitrectomy probe is intended for one procedure only. It appears that the probe was functioning properly for 90-120 minutes before the cutting edge became damaged due to excessive use. It appears that the failed cut test is due to excessive use. The probe would not have been shipped in the condition it was received. All probes are 100% inspected for actuation, aspiration, and cut during mfg. A cut test issue would be detected during this testing. (B)(4).